Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, concentric, de novo lesion in the proximal right coronary artery. The 2.0 x 15mm mm rx tenku balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during first inflation at 14 atmospheres. An nc tenku was used to complete the procedure. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.